Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the scope failed leak test from the biopsy channel and button #4, but there was no fluid invasion. The biopsy channel is leaking. The button #4 is also leaking. The c-body has a sharp edge near the biopsy channel opening. There are scratches on the surface. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the air/water leakages or fluid invasion. There is leaking out of button #4 on the handle. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), and a device evaluation were conducted as part of the investigation. The review of the DHR confirmed that the device met all specifications prior to release. No anomalies or abnormalities were identified during production. The IFU contains the following statements: "important information ¿ please read before use ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged." The device evaluation was included in the initial report. Upon further investigation, there was peeling of the coating/faded markings at the insertion site of the bf insertion tube. The root cause could not be identified. A possible cause includes improper handling. Olympus will continue to monitor the field performance of this device.